Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6b, h6.

Event description:
Healthcare professional later reported deflation was on the contralateral side and right side no complaint against the device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5 a6 b5 d9 h3 h6. Laboratory analysis summary: the device related to the reported event of deflation was received on may 13, 2025 with lot number 1340678. Based on the device analysis grid, the assessments of the complaint are: - deflation : not observed. As per the investigation procedure, creases and delamination were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later re-reported deflation.